Event description:
Employee cut (punctured) finger on bottom of mattress. Maintenance inspected mattress felt metal wire at border of mattress but no sharp tip. Hole taped. Supplier inspected mattress on 12/2002. A razor blade from a box razor was found in bottom lining of mattress. All like mattresses will have inspections completed by 12/20/02.